Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture threshold was observed on the lead. Lead was explanted and replaced with a competitive lead. Patient was stable before, during and after the procedure.